Event description:
While performing a recto-sigmoid colectomy with a cs33 attached to an idrivec, the device had a partial cut.

Manufacturer narrative:
The visual inspection on the returned cs33 showed that the knife barely penetrated the cut ring and all staples were pushed out of the staple housing. The device was refired and produced proper staple formation and cut. It could not be determined what caused the device not to cut. Actions: this issue will be monitored to further investigate the root cause and trended to determine if a corrective action is warranted.